Event description:
In 2008, the lay user/pt from mexico contacted lifescan alleging the one touch ultra meter was reading inaccurately high. The medical affairs specialist reviewed the customer care advocate (cca) documentation. The pt stated that at 10 pm, on eight days prior, she reportedly obtained a reading of 383 mg/dl. She considered this reading high compared to her normal readings. Based on the reading, the pt reportedly took 8 extra units of an unk type of rapid insulin based on a sliding scale. At 4:30 am, the pt claimed she felt sweaty and cold. The pt treated herself with food and/or beverage when she had symptoms. It was not mentioned how long it took for her to feel better. It was determined during the troubleshooting call, the meter was set to the correct unit of measure at the time of testing. The pt's testing technique was correct. The pt cleaned the puncture area correctly. This complaint is being reported because the pt alleged the meter reading was inaccurately high, took extra insulin based on the reading, and experienced symptoms indicative of hypoglycemia afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.